Event description:
A report was received that the patient's ipg was visible through the skin following a revision procedure. The physician removed the dressing on the ipg and noted the dressing was soaked in a yellow thick ooze. The ipg and lead extensions were explanted and the patient's pocket site was irrigated. A culture was taken and the results were negative for infection. The cause of the skin erosion is unknown, but the patient is suspected of tampering with the wound.